Event description:
It was reported that the patient received an alliance hip generic in 2007 and experienced health problems due to osteolysis and wear. The date of surgery is unknown and the status of whether or not a revision surgery has taken place or is in discussion is also unknown.

Manufacturer narrative:
The device has not been returned to the manufacturer. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should additional information become available and / or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).